Manufacturer narrative:
On 20-dec-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an intra-cs (coronary sinus) ablation and mitral ablation with a qdot-micro, bi-directional, d-d curve, c3, split handle. After the cs ablation, when the qdot-micro was removed from the patient's body, there was a thrombus at the tip of the catheter. The thrombus was removed and the ablation was performed. However, the catheter display position sometimes shifted or disappeared. The cable position of the 1, 2, and 3 indifferent electrodes was changed, and the qdot cable was replaced, but the problem persisted. The issue was resolved by replacing with stsf. The issue was resolved by replacing the qdot for another device (an thermocool smarttouch). Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation, temperature and impedance, and patency of the returned device was performed following bwi procedures. Visual analysis revealed no char or thrombus residues. A temperature and impedance test was performed in qmode and qmode+ and the results were found within specifications. Afterward, a patency test was performed, and the device was irrigating within specifications. A manufacturing record evaluation was performed for the finished device 31064741l number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. Char is a physical phenomenon of rf (radiofrequency), it can be the normal result of the ablation process. The instructions for use contain the following recommendations: monitoring the temperature from the electrode during the application of rf (radiofrequency) current ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and increased risk for collateral damage. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
On (B)(6)2023, bwi received additional information regarding the event. None of the ablations exceeded a minute. The mitral ablation was below 4 seconds, and the cs (coronary sinus) ablation was below 16 seconds. The irrigation rate was not outside of the prescribed parameters. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an intra-cs (coronary sinus) ablation and mitral ablation with a qdot-micro, bi-directional, d-d curve, c3, split handle. After the cs ablation, when the qdot-micro was removed from the patient's body, there was a thrombus at the tip of the catheter. The thrombus was removed and the ablation was performed. However, the catheter display position sometimes shifted or disappeared. The cable position of the 1, 2, and 3 indifferent electrodes was changed, and the qdot cable was replaced, but the problem persisted. The issue was resolved by replacing with stsf. The issue was resolved by replacing the qdot for another device (an thermocool smart touch). The act (activated clotting time) value was around 300. There were no problems switching between low/high flow rates. The ablation was not conducted beyond the temperature cut-off value. The physician attributed the thrombus appearance to usage of the qdot, and they wanted the flow-rate during ablation to be increased. No change in vitals during the procedure. The procedure was completed without any problems. No patient consequences were reported.

Manufacturer narrative:
E1 initial reporter phone: 099-226-8181 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).